Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer called in to report a high temp message on arm 2. System logs show a 1119 fault on universal surgical manipulator (usm)2 indicating the usm cooling fan has not engaged. Tse recommended customer perform a hard power cycle to resolve the issue. Customer declined and ended the call. The site disabled arm 2. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with only 3 arms.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported high temperature was confirmed but not replicated. In artemis, the 1108 error was found, indicating high surface temperature of (65 °c / 149.0°f) on usm2, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. While the definitive root cause could not be established, a possible cause based on findings from failure analysis may be attributed to electrical defect pertaining to the acm (axes controller, motor) printed circuit assembly (pca) of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fse replaced the usm to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event.

Event description:
Refer to h11 for follow-up information.